Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-02487 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was subjected to extensive testing including patient impedance testing and bench testing without duplicating the report. The device was recertified and returned to the customer. The pads used at the time of the report were not returned as part of this investigation. The device log was not available from the event date to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.